Event description:
It was reported that during an intracept procedure that the physician encountered hard bone and while malleating the bevel stylet and introducer cannula, part of the blue plastic broke off the top of the bevel stylet. The broken piece was not inside the patient. The physician switched to a diamond stylet and when the curved cannula assembly was removed, he noticed that part of the peek broke off the distal end. It is likely that some of the peek was left behind inside the patient. Since no device fragments were visible on the x-ray, it could not be confirmed whether there were device fragments contained inside or outside the bone. The procedure was completed as usual.

Manufacturer narrative:
The curved cannula, bevel stylet, and j-stylet were returned and analyzed. A visual inspection revealed that the curved cannula shaft tip was sheared. The bevel stylet latch and the handle were broken. The j-stylet was tested with a known good curved cannula and a known good introducer cannula. The results showed that the j-stylet lacks any extreme resistance and locked during the functional test. A labeling review did not reveal any anomalies as it states that as with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instruments or probe.

Event description:
It was reported that during an intercept procedure that the physician encountered hard bone and while intercept the bevel stylet and introducer cannula, part of the blue plastic broke off the top of the bevel stylet. The broken piece was not inside the patient. The physician switched to a diamond stylet and when the curved cannula assembly was removed, he noticed that part of the peek broke off the distal end. It is likely that some of the peek was left behind inside the patient. Since no device fragments were visible on the x-ray, it could not be confirmed whether there were device fragments contained inside or outside the bone. The procedure was completed as usual.